Manufacturer narrative:
The complaint investigation for falsely depressed results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 01320b000. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 01320b000 did not show any potential non-conformances, or deviations. The historical performance of reagent lot 01320b000 was evaluated using field data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01320b000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 01320b000 based on the investigation no systemic issue or deficiency of the architect intact pth for lot number 01320b000 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-28 that has a similar product distributed in the us, list number 8k25-27/29. No additional patient information is available. Complete information: postal code is (B)(6).

Event description:
The customer observed falsely decreased architect intact pth results for one sample. The following data was provided for the patient who had a previous value of around 60 pg/ml: sid (B)(6) :(B)(6) 2020 initial result = 3.7 pg/ml, repeats = 68.6 pg/ml and 64.1 pg/ml no impact to patient management was reported.